Manufacturer narrative:
D10 - concomitant product: ms100705, ms100705 short mini 5mm s/c/d st x10, (sn# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic exploration being done on a patient with non-palpable testes where one testicle was located in the abdomen, the surgeon requested to apply an endoscopic clip to a part of the tissue. The surgeon was inserting the clip applier through the laparoscopic port on the patient's left abdomen but was meeting resistance. The clip did come through under lap visualization into the abdomen, but a piece of unknown material was seen coming through the port as well. The small piece released into the cavity but remained under constant visualization and was successfully retrieved and removed from the field. The material appears to be a piece of the silicone valve that would be inside the laparoscopic port. The port was removed and was replaced resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument insertion through the port was difficult. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic exploration being done on a patient with non-palpable testes where one testicle was located in the abdomen, the surgeon requested to apply an endoscopic clip to a part of the tissue. The surgeon was inserting the clip applier through the laparoscopic port on the patient's left abdomen but was meeting resistance. The clip did come through under lap visualization into the abdomen, but a piece of unknown material was seen coming through the port as well. The small piece released into the cavity but remained under constant visualization and was successfully retrieved and removed from the field. The material appears to be a piece of the silicone valve that would be inside the laparoscopic port. The port was removed and was replaced resolve the issue. The same clip applier was no longer used. There was no patient injury.